Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-4316, lot #: 17333110, description: next generation anchor kit-sterile; model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a skin sores near her incisions. The physician believed that the sores were a result of scratching and lifestyle. The patient underwent an explant procedure. No device malfunction was suspected.